Event description:
A (B)(6) male with endoleak type 2 with augmentation of aneurysm, ischemia of the right side with thrombus on the right side in (B)(6) 2011, retroperitoneal hematoma in (B)(6) 2011 underwent evar on (B)(6) 2011. The patient carrying an endostent with a tiny leak (1820344-2012-00164) in it but known issue and follow up on that regularly. Decision taken of an embolization of this leak. During the procedure, hospital noticed an aortoiliac thrombosis (1820334-2012-00166). Hospital had to perform a bridging. The patient stayed 3 weeks in critical care. Update from complaint received on (B)(4) 2012: the embolization of endoleak was performed under general anesthesia, with patient in prone position and percutaneous translumbar approach. At the end of the procedure the patient presented with ischemia of both legs, with aortoiliac thrombosis confirmed by doppler. The patient has been transferred in surgical suite and after unsuccessful thrombectomy, an axillofemoral bypass was performed. The device remained in the patient. The patient did require additional procedures due tot his occurrence: after unsuccessful thrombectomy an axillofemoral bypass was performed. The complainant did report adverse effects on the patient due to this occurrence: patient stayed 3 weeks in critical care.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.